Manufacturer narrative:
Eval: as returned, the material at the polar hole has fractured. The current condition of the device may be a result of (but are not limited to) excessive tightening of the polar screw during assembly, material becoming brittle due to cleaning/autoclave process, device fatigue due to usage over time, accidental dropping of the provisional, attempts to remove the provisional with the screw installed or impaction during assembly. The device history records were reviewed and did not contain any anomalies. It is unk exactly what caused the failure.

Event description:
It is reported that the liner provisional dome ring broke off during the trial impaction process.